Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No drive count or time values or changes incorrect for moving or coasting error noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump received drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose level was 210 mg/dl. The customer stated that they were not able to rewind the insulin pump. The product will be returned for analysis.